Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: unconfirmed, no samples received investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Root cause description: visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. A review of the device history record did not reveal any manufacturing or material defects that could have caused or contributed to the reported failure. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required.

Event description:
It was reported that ultrasafe plus x100l png clear amg needle tip snapped off. This was discovered before use. The following information was provided by the initial reporter: complainant reported that needle tip seems to have snapped off.